Manufacturer narrative:
Citation: eric durand, et al. Predictors of outcomes of reintervention after transcatheter aortic valve replacement: france 2 and france tavi registries. Journal of the american college of cardiology. Mar 11;85(9):896-907 2025. 10.1016/j.jacc.2024.11.048. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding predictors of outcomes of reintervention after transcatheter aortic valve replacement. The study p opulation included 72,850 patients who were predominantly male with a mean age of 82.5 years old. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: moderate to severe aortic paravalvular regurgitation, mean transvalvular gradients >20 mmhg, patient-prosthesis mismatch, endocarditis, chronic renal failure, and intervention to explant or replace transcatheter valve. No further information was provided pertaining to medtronic products.